Event description:
It was reported: in 2007, surgeon noticed that the distal pins was broken. Another pin was implanted. Approx two months later, the surgeon observed that the proximal pin was broken. The second revision surgery became necessary. The surgeon changed his procedure.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.